Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that customer received an "off no power" alert and sometimes received a "low battery" alert prior. Customer's blood glucose was 449 mg/dl and was treated with manual injection. Caller reported to have to bump insulin pump with hands for pump to power back up. It was reported that battery longevity was very short. After troubleshooting, customer was advised to insert new batteries and to monitor insulin pump.